Manufacturer narrative:
The account indicated they were using the cautery pencil and a megadyne insulated tip. A sample has not yet been returned so no corrective action can be determined. A follow up report will be filed once a sample is received and any required corrective action is determined.

Event description:
A t&a surgical procedure was being performed on a male patient. During the course of the procedure, the patient received a burn from the cautery pencil to his upper right lip. It is described as a 2nd to 3rd degree burn, measuring 5x3 mm. No additional information was provided regarding the condition of the patient and whether or not any medical intervention took place as a result of this incident.